Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the system error 105, which was observed during power up. System error 105 was confirmed and caused by the motor flex not properly connected to the j7 connector on the I/o pcb. The flex was properly connected and the device operated as intended.

Event description:
During baxter's functionality testing of a spectrum pump, the device displayed system error 105. There was no patient involvement.